Event description:
On (B)(6) 2013, at (B)(6) hospital, toledo, oh, for cardiohelp unit (B)(4) the customer stated that the battery test on the cardiohelp unit failed. The unit was not being used on a patient at the time. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4).